Manufacturer narrative:
The insulin pump was received with completely broken off reservoir tube lip; therefore the test reservoir cannot lock into place. The pump had cracked reservoir tube window, cracked belt clip slot at battery tube threads area and minor scratched lcd window. The pump passed displacement test. (B)(4).

Event description:
The customer reported via phone call of damage from the insulin pump. The customer's blood glucose reading was 248 mg/dl. The customer stated that there were cracks in the reservoir compartment. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The insulin pump will be returned for analysis.